Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead exhibited over-sensing of noise resulted in transient pacing inhibition. The rv lead was explanted and replaced. The patient had no adverse consequences.